Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The suction regulator was replaced to resolve the reported issue. No patient information provided to date after calls to customer (B)(6) 2021.

Event description:
The hospital reported a malfunction resulting in the loss of suction. There was no report of patient injury.